Event description:
The head of the central sterilization service, reported in his fax that the manacle ring at the set screwdriver lead is intraoperatively torn off. A substitute instrument was available and the desired operation result could be achieved.

Manufacturer narrative:
Na